Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced glycemic excursions after a software update alert during which the user believed insulin was not delivered, followed by a completed update; later the user announced a meal at a glucose of about 150 mg/dl, went low to 40 mg/dl, treated with oral carbohydrates, and subsequently experienced hyperglycemia up to 340 mg/dl, with a separate highest value of 209 mg/dl earlier. Symptoms included feeling sick with a cold sensation without loss of consciousness or other acute sequelae. Outcomes included transient hypoglycemia and hyperglycemia without medical intervention or hospitalization, with glucose later returning to 140 mg/dl. Investigation included troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and an unclear relationship between the update process and glycemic control. It was concluded that the hyperglycemia and hypoglycemia were of unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.